Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (sporadic - worse during ovulation and increasingly severe)/ pain") and genital haemorrhage ("abnormal bleeding") in a 40-year-old female patient who had essure (batch no. 50512429) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't underwent essure confirmation test". The patient's past medical history included pregnancy, parity 1 in 1992, asthma, hyperlipidaemia, back injury, back injury from (B)(6) 2017 to (B)(6) 2017, herniated disc (treatment -microdiscectomy) on (B)(6) 2017, obesity (treatment -gastric bypass surgery) in 2008, menarche (11 years), pap smear on (B)(6) 2015, mammogram on (B)(6) 2015, surgery, tonsillectomy on (B)(6) 2009, adenoidectomy on (B)(6) 2009, breast operation on (B)(6) 2009, breast reduction on (B)(6) 2009, gastric bypass, abdominoplasty on (B)(6) 2009, malabsorption on (B)(6) 2011, non-tobacco user, alcohol use, mammogram on (B)(6) 2010 and urgency urination on (B)(6) 2010. Previously administered products included for birth control: oral contraceptives from 1993 to 2015, sprintec from 1993 to 2015 and loestrin from 1993 to 2015; for an unreported indication: aviane from 1993 to 2015. Past adverse reactions to the above products included menorrhagia with sprintec. Concurrent conditions included irregular menstruation (uncontrolled by multiple attempts with ocps over the years). Concomitant products included cilest (sprintec) since (B)(6) 2015, fluticasone propionate (flonase) since 2012, hormones and related agents from 2016 to 2017, ibuprofen (motrin), ibuprofen from 2010 to 2015, multivitamin since (B)(6) 2013, naproxen from 2010 to 2015, ondansetron since (B)(6) 2014, zolpidem tartrate (ambien) since 2009 and zolpidem since (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain (sporadic -worse during ovulation and increasingly severe)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced urinary tract infection ("infection- urinary tract") with micturition urgency. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding-vaginal, vaginal bleeding"), bladder disorder ("bladder or urinary problems"), urethral disorder ("bladder or urinary problems") and ovulation pain ("pelvic pain (sporadic - worse during ovulation and increasingly severe)"). The patient was treated with oxycocet (percocet), estradiol, bactrim (bactrim ds), vicodin (norco), surgery (underwent hysterectomy with bilateral salpingo oopherectomy) and surgery (underwent hysterectomy with bilateral salpingooopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, urinary tract infection, urethral disorder and ovulation pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, ovulation pain, pelvic pain, urethral disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of your essure placement and removal procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. On (B)(6) 2015 abdominal single view, impression: essure devices overlie the pelvis bilaterally. On (B)(6) 2015 CT examination of the abdomen and pelvis with IV contrast: no acute abdominal or pelvic abnormalities are identified. No bowel obstruction or bowel inflammatory disease is seen. Status post gastric bypass procedure. Bilateral essure wires have been placed within the pelvis occluding the fallopian tubes. Most recent follow-up information incorporated above includes: on 22-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: abnormal bleeding-vaginal, infection- urinary tract, urinary urgency and bladder or urinary problems or changes. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Lab data added. Event outcome added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and menorrhagia to be related to essure. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. She also experienced abnormal bleeding, amongst non-serious events. Consumer underwent a hysterectomy to remove her devices, four years and nine months after insertion. Pelvic pain and genital haemorrhage are anticipated in the reference safety information for essure. Pelvic pain and abnormal genital bleeding and changes in bleeding pattern may occur during essure therapy. Considering the temporal relationship and the lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident, due to required surgical intervention. A product technical analysis is expected. Further information will be obtained through the litigation process.